Event description:
On (B)(6)/2009, patient reported, he had spilled a large amount of insulin in the cartridge compartment. Patient reported, he was in a hurry and was trying to change the cartridge. He stated, he was inserting the new cartridge in the infusion device and while tightening the adapter onto the infusion device "the cartridge just came open" and the insulin got into cartridge compartment when the cartridge came apart. Patient reported, he went to his backup infusion device after that occurred. He stated, he tried to wipe out the insulin with a cotton swab but there seemed to be some "residual moisture" still in the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.